Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 871975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, human papilloma virus test positive, menses irregular with excessive bleeding, confusion, polycystic ovarian syndrome, gravida ii, parity 2, mood change and multiple cesarean sections. Concomitant products included lidocaine hydrochloride (leostesin) and minocycline. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia/ heavy bleeding/ prolong menstrual bleeding/menorrhagia (heavy menstrual bleeding)"). In (B)(6)2012, the patient experienced fatigue ("fatigue/ extreme tiredness/fatigue"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy/nickel allergy"), vision blurred ("vision/eye problems type: blurred vision"), abdominal distension ("gastrointestinal or digestive system condition type: extreme bloating/gi conditions") and alopecia ("hair loss/hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain/weight gain"). In 2014, the patient experienced swelling face ("swollen cheeks and forehead"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/psych injury"), palpitations ("psychological or psychiatric problems condition: heart palpitation") and feeling abnormal ("neurological conditions or problems type: brain fog"). In august 2015, the patient experienced rash ("rashes or skin conditions type: rash/ skin rash/ scalp rash"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/heavy bleeding"), hypersensitivity ("allergic or hypersensitivity reaction type: reaction in the face,"), nervousness ("psychological or psychiatric problems condition: nervousness"), insomnia ("psychological or psychiatric problems condition: insomnia"), urticaria ("rashes or skin conditions type: hives all over body including scalp"), abdominal pain lower ("abdominal pain lower"), dizziness ("dizziness"), dysgeusia ("metallic taste"), the first episode of hypovitaminosis ("vitamin deficiency"), dental caries ("tooth decay/dental problems"), dermatitis allergic ("rash/skin condition"), pain in extremity ("leg pain"), pain ("body pain"), pruritus ("itchy scalp"), memory impairment ("forgetting"), the second episode of hypovitaminosis ("vitamin b deficiency"), acne ("acne"), dysmenorrhoea ("my cycle become very very painful."), asthenia ("no stamina, no energy"), menstruation delayed ("missed period") and metrorrhagia ("continous spotting"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, hypersensitivity, nervousness, urticaria, allergy to metals, vision blurred, swelling face, abdominal pain lower, dermatitis allergic, pain in extremity, pain, pruritus, acne, dysmenorrhoea, asthenia, menstruation delayed and metrorrhagia outcome was unknown and the genital haemorrhage, menorrhagia, anxiety, insomnia, palpitations, rash, feeling abnormal, fatigue, weight increased, abdominal distension, alopecia, dizziness, dysgeusia and dental caries had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, alopecia, anxiety, asthenia, dental caries, dermatitis allergic, dizziness, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, insomnia, memory impairment, menorrhagia, menstruation delayed, metrorrhagia, nervousness, pain, pain in extremity, palpitations, pelvic pain, pruritus, rash, swelling face, urticaria, vaginal haemorrhage, vision blurred, weight increased, the first episode of hypovitaminosis and the second episode of hypovitaminosis to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4, the number of expanded coils that appeared trailing into the uterine cavity was 3. Old symptoms slowly reducing after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis bilateral fallopian tube segments tubal ligation complete transection with luminal fibrosis, foreign body inflammation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: menorrhagia, pelvic pain, fatigue, headache, vaginal haemorrhage. Lot number: 871975. Manufacturing date: 2011-06. Expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: socila media received. Event: acne, vitamin b deficiency, forgetting ,itchy scalp, leg pain ,body pain ,spotting between menses ,dysmenorrhea, asthenia , and menstruation delayed were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 871975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, human papilloma virus test positive, menses irregular with excessive bleeding, confusion, polycystic ovarian syndrome, gravida ii, parity 2, mood change and multiple cesarean sections. Concomitant products included lidocaine hydrochloride (leostesin) and minocycline. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia/ heavy bleeding/ prolong menstrual bleeding"). In (B)(6) 2012, the patient experienced fatigue ("fatigue/ extreme tiredness"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred vision"), abdominal distension ("gastrointestinal or digestive system condition type: extreme bloating") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) , the patient experienced swelling face ("swollen cheeks and forehead"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety,"), palpitations ("psychological or psychiatric problems condition: heart palpitation") and feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash/ skin rash/ scalp rash"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: reaction in the face,"), nervousness ("psychological or psychiatric problems condition: nervousness"), insomnia ("psychological or psychiatric problems condition: insomnia"), urticaria ("rashes or skin conditions type: hives all over body including scalp"), abdominal pain lower ("abdominal pain lower"), dizziness ("dizziness"), dysgeusia ("metallic taste"), hypovitaminosis ("vitamin deficiency") and dental caries ("tooth decay"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, hypersensitivity, nervousness, urticaria, tooth disorder, allergy to metals, vision blurred, weight increased, alopecia, swelling face, abdominal pain lower, hypovitaminosis and dental caries outcome was unknown and the menorrhagia, anxiety, insomnia, palpitations, rash, feeling abnormal, fatigue, abdominal distension, dizziness and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, dental caries, dizziness, dysgeusia, fatigue, feeling abnormal, hypersensitivity, hypovitaminosis, insomnia, menorrhagia, nervousness, palpitations, pelvic pain, rash, swelling face, tooth disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4, the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis bilateral fallopian tube segments tubal ligation complete transection with luminal fibrosis, foreign body inflammation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: menorrhagia, pelvic pain, fatigue, headache, vaginal haemorrhage. Lot number: 871975; manufacturing date: 2011-06; expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 871975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, pap smear, menses irregular with excessive bleeding, confusion, polycystic ovarian syndrome, gravida ii, parity 2, mood change and c-section. Concomitant products included lidocaine hydrochloride (letosteine) and minocycline. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia/ heavy bleeding/ prolong menstrual bleeding"). In (B)(6) 2012, the patient experienced fatigue ("fatigue/ extreme tiredness"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred vision"), abdominal distension ("gastrointestinal or digestive system condition type: extreme bloating") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced swelling face ("swollen cheeks and forehead"). In march 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety,"), palpitations ("psychological or psychiatric problems condition: heart palpitation") and feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash/ skin rash/ scalp rash"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: reaction in the face,"), nervousness ("psychological or psychiatric problems condition: nervousness"), insomnia ("psychological or psychiatric problems condition: insomnia"), urticaria ("rashes or skin conditions type: hives all over body including scalp"), abdominal pain lower ("abdominal pain lower"), dizziness ("dizziness"), dysgeusia ("metallic taste"), hypovitaminosis ("vitamin deficiency") and dental caries ("tooth decay"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, hypersensitivity, nervousness, urticaria, tooth disorder, allergy to metals, vision blurred, weight increased, alopecia, swelling face, abdominal pain lower, hypovitaminosis and dental caries outcome was unknown and the menorrhagia, anxiety, insomnia, palpitations, rash, feeling abnormal, fatigue, abdominal distension, dizziness and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, dental caries, dizziness, dysgeusia, fatigue, feeling abnormal, hypersensitivity, hypovitaminosis, insomnia, menorrhagia, nervousness, palpitations, pelvic pain, rash, swelling face, tooth disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4, the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis bilateral fallopian tube segments tubal ligation complete transection with luminal fibrosis, foreign body inflammation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: menorrhagia, pelvic pain, fatigue, headache, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs and medical record received. New events added: pelvic pain, abnormal bleeding vaginal, menorrhagia, reaction in the face, anxiety, nervousness, insomnia, heart palpitations, rash, hives all over body including scalp, dental problems, brain fog, nickel allergy, blurred vision, fatigue, weight gain, extreme bloating, hair loss, swollen cheeks and forehead, abdominal pain lower, dizziness, metallic taste, vitamin deficiency and tooth decay. Patient's demographic information, product information details, other relevant history and lab data updated. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding/heavy bleeding') in an adult female patient who had essure (batch no. 871975) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, human papilloma virus test positive, menses irregular with excessive bleeding, confusion, polycystic ovarian syndrome, gravida ii, parity 2, mood change and multiple cesarean sections. Concomitant products included lidocaine hydrochloride (leostesin) and minocycline. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia/ heavy bleeding/ prolong menstrual bleedng/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue/ extreme tiredness/fatigue"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy/nickel allergy"), vision blurred ("vision/eye problems type: blurred vision"), abdominal distension ("gastrointestinal or digestive system condition type: extreme bloating/gi conditions") and alopecia ("hair loss/hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain/weight gain"). In 2014, the patient experienced swelling face ("swollen cheeks and forehead"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/psych injury"), palpitations ("psychological or psychiatric problems condition: heart palpitation") and feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash/ skin rash/ scalp rash"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction type: reaction in the face,"), nervousness ("psychological or psychiatric problems condition: nervousness"), insomnia ("psychological or psychiatric problems condition: insomnia"), urticaria ("rashes or skin conditions type: hives all over body including scalp"), abdominal pain lower ("abdominal pain lower"), dizziness ("dizziness"), dysgeusia ("metallic taste"), hypovitaminosis ("vitamin deficiency"), dental caries ("tooth decay/dental problems") and dermatitis allergic ("rash/skin condition"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, hypersensitivity, nervousness, urticaria, allergy to metals, vision blurred, swelling face, abdominal pain lower, hypovitaminosis and dermatitis allergic outcome was unknown and the genital haemorrhage, menorrhagia, anxiety, insomnia, palpitations, rash, feeling abnormal, fatigue, weight increased, abdominal distension, alopecia, dizziness, dysgeusia and dental caries had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, dental caries, dermatitis allergic, dizziness, dysgeusia, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, hypovitaminosis, insomnia, menorrhagia, nervousness, palpitations, pelvic pain, rash, swelling face, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4, the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis bilateral fallopian tube segments tubal ligation complete transection with luminal fibrosis, foreign body inflammation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: menorrhagia, pelvic pain, fatigue, headache, vaginal haemorrhage. Lot number: 871975, manufacturing date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events genital bleeding and allergy: rash/skin condition were added. Outcome of the heavy bleeding, dental problems and alopecia were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.